Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203 - imaging required. Device photo analysis: visual analysis of the photographs identified device with broken shell, yellow encapsulation and red particles in the gel/shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient representative reported a right side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported a right side rupture. Device was explanted.